Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 140 mg/dl, 374 mg/dl, 379 mg/dl, and 301 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.